Manufacturer narrative:
(B)(6) investigation summary: this complaint is for misidentification of staphylococcus aureus as either staphylococcus epidermidis or staphylococcus hominis when using phoenix panel pmic/ID 106 (448606) batch number 0196277. The customer did provide isolate returns and lab reports for investigation, however did not provide panel returns. To investigate, a total of four (4) retention panels from the complaint batch were tested with customer returned isolates of staphylococcus aureus using a phoenix m50 instrument and evaluated for identification results. One (1) panel identified correctly as staphylococcus aureus. Two (2) panels identified incorrectly as staphylococcus epidermidis. Additionally, one (1) panel identified incorrectly as staphylococcus intermedius. Since three out of four panels tested during investigation yielded unsatisfactory identification results, this complaint is confirmed. It is to be noted that maldi testing was performed and confirmed the customer returned isolates were staphylococcus aureus. A review of quality notifications revealed no quality notifications for the complaint batch. A review of complaints revealed no additional complaints for the complaint batch. Complaint trending was performed and a trend was found for this defect (s. Aureus identifying as s. Epidermidis) in january 2020. Based on the severity and rate of the defect, a corrective and preventive action (CAPA) investigation was not initiated. Bd ID/ast plant quality will continue to monitor for trends associated with this defect, including changes in severity and rate.

Event description:
It was reported that while using 2 bd phoenix¿ pmic/ID-106 misidentifications were observed by the laboratory personnel. A maldi and luminex verigene test were used to confirm the results as false positives. The customer stated results were reported out, but there was no report of patient impact " it was reported that misidentification." ¿ steps taken with customer/troubleshooting: customer had 2 isolates, from the same patient, that were called coag negative on the phoenix panels. Maldi identified the organism as s. Aureus (2.4 confidence), as did luminex verigene. Customer said the isolate was latex coag negative.